Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation was performed. A detailed analysis showed that high power visual inspection of the header and lead barrels noted no irregularities and all seal plugs were intact. Moreover, the seal ring marks indicated full lead insertion in all lead barrels. The setscrews moved freely. Also, ports were tested and passed the returned product test. This involved a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) device experienced infection. Also, the device eroded and migrated out of its original location. This device was explanted. No additional adverse patient effects were reported.